Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 60 mg/dl. Customer was hospitalized due to low blood glucose. Customer states that blood glucose via stripe was 540 mg/dl, customer treated high blood glucose, then passed out and was sent to the hospital. Customer was wearing insulin pump at the time of hospitalization. After troubleshooting, customer was advised that insulin pump was working as designed. Customer was advised to follow up with healthcare professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.